Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarm, unexpected no delivery alarm or rewind anomaly noted during testing. The motor was tested outside the device and passed. Device had cracked battery tube threads, cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump motor seems slower than before. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had no delivery alarm, battery life was diminished, also had scratches. The insulin pump will not be returned for analysis.